Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review for extrinsic outflow graft obstruction (eogo) surveillance. The log file contained 7 low flow estimates and 2 were sustained long enough to trigger low flow hazard events. These flow readings did not appear to be the result of any external equipment malfunction. It was stated that a computed tomography (CT) scan was done on (B)(6) 2025 resulting with 50-60% stenosis of the outflow graft. A ramp echocardiogram was performed to assess the speed. The patient experienced fatigue and shortness of breath. The patient had CT left ventricular assist device (lvad) protocol on (B)(6) 2026.